Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova will attempt to retrieve additional information about the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) became aware through literature review of m. Chimaera isolate obtained from a bone marrow specimen taken from a (B)(6)-year-old man hospitalized in (B)(6) 2013 with a two-month history of progressive kidney failure, increased liver enzyme levels, pancytopenia and splenomegaly. Fever was recorded at admission and microbiological samples and transthoracic echocardiography findings were initially negative. A bone marrow aspirate performed due to progressive deterioration and pancytopenia did not reveal granulomas, and haemophagocytic syndrome was ruled out. Four weeks after the patient was admitted, a mac isolate was obtained from the bone marrow samples. Blood and urine cultures were negative for mycobacteria. Transoesophageal echocardiography performed at the time of mac isolation showed mitral valve vegetation, and the patient started treatment with ethambutol, clarithromycin and rifampicin, with rapid resolution of fever. Surgical treatment was considered but rejected due to the patient¿s terminal condition. The patient died a few days later. Within the article it is stated that a subsequent search of his clinical history revealed aortic valve replacement and mitral repair in (B)(6) 2012.